Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported that he got adaptive stimulation 10 days after he was implanted. Patient wants to see the manufacturing representative (rep) to add in high dose programming because he still had low dose programming. The patient said that he was in more pain than he was when he was without the implant and he did not think the device was working right because the way it worked was erratic, if he lays down, lay on couch, twist, sit down, stand at counter, all of a sudden the thing will kick into a mode the thing isn't even adjusted for. Patient said if he is sitting down and leans his back forward or backwards a half inch the stimulation goes away and it does not work at all. Patient said if he puts pressure on the back of his back some stimulation kicks in, it is like the stimulator isn't attached to his spine, it is like he has to push on it. Sometimes stimulation just shuts completely off and patient said he thinks it's supposed to do that because of the type of machine he has. Patient said it never consistently runs and he can't adjust it at all. Patient said when he is walking stimulation is too strong and going so fast it hurts him. Patient did have adaptive stimulation enabled and positions showed correctly for laying position and for upright position. Had patient get into 'mobile' position by walking around and patient said stimulation kicked up and was too strong but after 2 minutes or so of walking around the patient had checked the position twice on the controller and the controller still showed upright and not mobile. It was reviewed that there are transition times set by rep and that patient can continue to walk more (as highest transition time is 5 minutes) but patient did not want to continue troubleshooting. Reviewed with patient that based of troubleshooting it did not appear as though patient had mobile position programmed yet. Patient said his back was killing him because the device was not working right and he hurts more than when he did not have the device. Reviewed the role of rep and reviewed that patient must meet rep in clinical setting and that hcp must invite rep. Patient said he was told after 6 weeks to call to have 'high density' programming added. Patient said he had been waiting that amount of time like they told him to have the scar tissue build up.

Event description:
Additional information was received from the patient and it was reported that they "gave up" on using their therapy about a year ago because it never provided relief for them. Pt stated they were reprogrammed a couple times since being implanted with the device but still did not get the relief they feel they should get. Pt stated their therapy doesn't target the correct area of their back and also, causes pain in their legs. Pt stated they're unsure of a date as to when this began and also commented that it' never worked for them. Pt stated their healthcare provider (hcp) recommended reprogramming.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.